Event description:
The pt performed a home pregnancy test (brand unk by sensitivity of 20 miu/ml) which gave positive result. The pt's serum was then tested with the kit on 2/13/ and a negative result was obtained. One week later, the pt retook the home test with a urine sample for a positive result. She returned to the lab and testing with the hcg kit gave a very positive result. The 1st serum sample from the pt which tested negative with the hcg kit gave a result of 31 miu/ml on the instrument. The pt had a miscarriage on 2/19/97.

Manufacturer narrative:
In-house file reaction discs met acceptance criteria when tested with in-house panels. Without the returned kit/sample it cannot be determined if the complaint is kit/sample related. Eval complete-final report.